Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners. Motor error alarm during rewind due to corroded motor home switch. All buttons functioning properly. Moisture damage was noted on keypad traces. Moisture damage was noted on lcd board and motherboard.

Event description:
Customer called to report the insulin pump had unresponsive buttons after it was exposed to moisture in the hot tub. Blood glucose reading was 223 mg/dl. The customer did not recall any significant events leading up to the malfunction. Advised that the insulin pump will be replaced. Nothing further reported.